Event description:
(Spontaneous) nurse's email reports following up pt's spouse about the air bubbles that are present in pt's cassette when it is nearing time to change. He states air bubbles are present against the sides of the cassette's inner bag and developed cartridge change. He is certain that he is removing all air from the cassette prior to initiation. It seems as though there may be a potential defect with the cassettes. Serial numbers: 3739117 and 3834166. Did the reported product fault occur while in use with a pt? Not sure, if pt kept the cassettes in question. Did we replace the device? Yes. Did the pt have a backup device they were able to switch to? Yes. If yes, was the pt able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Ongoing? Resolved, pt had alternative cassettes to use. Air bubbles occurred while attempted to mix cassette, did not use, waste medication. Reported to (B)(6) by health professional.